Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. As per the visual inspection, the thread of the universal rod was found completely broken off. The last windings are broken, traces of significant use are also visible on the surface of universal rod t2 femur ø9 mm. Based on the above investigation the root cause of the failure is found to be normal wear. Referring to the very long period since manufacturing [manufactured in 2004] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, when the u-blade adapter was manually attached to the universal rod, the threaded portion at the end of the universal rod was damaged, and the broken piece was caught in the u-blade adapter, making it unusable. Instruments in the hospital were sterilized and used.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, when the u-blade adapter was manually attached to the universal rod, the threaded portion at the end of the universal rod was damaged, and the broken piece was caught in the u-blade adapter, making it unusable. Instruments in the hospital were sterilized and used.